Event description:
Same as MFR # 2134265-2008-04463, 2134265-2008-04462. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 1.5x8mm apex flex monorail balloon catheter was advanced to the target lesion and was inflated to 30 atms and burst. The balloon was successfully removed and then another 1.5x8mm aplex flex monorail balloon catheter was advanced to the lesion. This balloon was inflated to 24 atms and also burst. The balloon was successfully removed and then a 2.50x8mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. The lad was dilated again with an unspecified balloon. While advancing the taxus express2 des a second time, it was noticed that the stent struts were bent. The procedure was ended with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A labeling review identified that the device was not used per the apex flex monorail directions for use. This device was inflated above rated burst pressure. In addition, the complaint states that the lesion was very calcified. This could have been a potential contributing factor. As the batch number is unknown, a review of the manufacturing documentation could not be completed. The most probable root cause of this complaint is user error.